Event description:
The customer reported via phone call experiencing high blood glucose levels and stated that the insulin pump alarmed motor error during a basal delivery. The customer's blood glucose was 400 mg/dl. The customer did not observe any significant events leading to the alarm. The customer did not know whether the insulin pump had also alarmed motor position encoder error. The customer was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to motor error alarm. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.